Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/27/2020. Additional h6 investigation summary: it was reported performance fixation feature breakage intra-op. It was received for analysis an opened sample of product code sxpp1a405. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and some barbs present damaged were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.the manufacturing records could not be reviewed as the batch number is unknown.per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the fixation tab of the stratafix came off the suture easily during suturing¿ .

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2020 and a barbed suture was used. During the procedure, the fixation tab of the barbed suture came off the suture easily during suturing. There were no adverse consequences to the patient. No further information was provided.